Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Lot number : unknown/not provided unique identifier (UDI#) : unknown as lot number was not provided. Expiration date : unknown as lot number was not provided. If implanted; if explanted; give date: n/a (not applicable). The viscoelastic is not an implantable device. (B)(6). Device manufacture date : unknown as lot number was not provided. Device evaluation: since no sample was returned and no lot number is provided an investigation could not be performed. Therefore a product deficiency is not confirmed. Manufacturing records review: manufacturing record review could not be performed since no lot number provided. Since no sample was returned and no lot number is provided an investigation could not be performed. Therefore a product deficiency is not confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the chamber was narrow of hyperop patient (+6d), acd (anterior chamber depth) 2.25. Chamber was filled with healon v and surgeon began sculpting. Immediately it looked dusty, smoky at the tip. Stopped and checked to make sure everything was ok. Continued to sculpt but it became smoky, milky, dusty again at the tip and phaco seemed highly ineffective. Stopped again and noted phaco burn (corneal incision contracture-cic) at the main section. Removed the phaco handle from the eye and checked to make sure everything was ok. The device did not signal anything, flushed out. Healon v was replaced with regular healon. Continued with the same handle, went well, phaco behaved as usual. Lens was removed and intraocular lens implanted. Surgeon had great trouble finishing the cut which had to be sutured with a lot of effort to get it tight. Patient risked getting pronounced postoperative astigmatism. The patient will be followed. Surgeon believes it may be related to viscoelastic, model healon v. Through follow-up additional information was provided. There were three sutures required, the expected outcome of the patient is severe postoperative astigmatism, and no further treatment is currently planned. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.